Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's infection reportedly resolved. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced electrode extrusion. The recipient's device was explanted. The recipient will not be reimplanted due to abnormal anatomy.